Event description:
The facility reported an infusion pump that did not alarm occlusion. The event was reported to have occurred during bio-med testing. According to the hospital rep, no pt injury or medical intervention had been reported related to the device. No add'l info or contact was available.

Manufacturer narrative:
Evaluation summary: the reported condition of a device that failed to alarm occlusion was not confirmed during product evaluation. No further action regarding this problem was deemed necessary. The pump was retested and returned to the customer within specification.